Event description:
Approximately seven months post study stent implantation, the patient underwent kissing balloon angioplasty of implanted cypher stent in ostial diagonal. The patient is a (B)(6) male who was admitted to the hospital with angina. The patient has a previous history that includes smoking, myocardial infarction (2003), coronary artery disease and percutaneous coronary intervention. The patient was enrolled in (B)(4) study. On (B)(6) 2003, the patient suffered a myocardial infarction and had a 3.5 x 18 driver (medtronic) stent placed in the first obtuse marginal. Approximately two years later, the patient had ruptured plague of the proximal left anterior descending (lad) (diagonal bifurcation) and jailed branch of the circumflex. The patient underwent thrombectomy of the lad and angioplasty and stenting of the 1st diagonal, and proximal lad (cypher cxs28300/ lot unknown). Approximately two months later, the patient underwent angioplasty and stenting of the distal circumflex with a 2.5x8mm pixel stent. Approximately four months later, the patient returned with a positive stress test and underwent ivus revascularization of the lad, angioplasty with artherectomy of 1st diagonal, angioplasty and atherectomy of distal circumflex. Approximately four months later, an angiogram was performed. No stents were placed, medical therapy recommended. Twenty-six months later, the patient underwent angioplasty of the circumflex for in-stent restenosis. It was noted that the lad stent was patent. Nine months later, the patient returned with unstable angina. Angiography revealed severe in-stent stenosis affecting the mid circumflex. The patient underwent cutting balloon angioplasty of 99% in-stent mid circumflex artery. It was noted that the stented segment in the proximal and mid lad was patent with a 20% narrowing in the middle of the stent.

Manufacturer narrative:
Approximately fifteen months later. The patient suffered severe disease affecting the circumflex artery 100% in-stent stenosis, severe disease affecting the main diagonal with 80% in-stent stenosis, moderate to severe disease affecting the main obtuse marginal with 60% in-stent stenosis. The patient successful angioplasty/stenting of 100% in-stent stenosis in mid lcx with a cypher (cxs13250/ lot 14031855) stent and angioplasty of 60% in-stent ostial 1st obtuse marginal artery stenosis with a 30% residual stenosis at the end of the procedure. Six months later, the patient had severe disease affecting the main diagonal with severe in-stent stenosis and severe disease affecting the mid circumflex artery. Patient has cutting balloon angioplasty of a 90% in-stent 2nd diagonal stenosis, cutting balloon angioplasty of a 90% and 70% mid lcx. Aggressive medical therapy and quite smoking was recommended. The lad stent was widely patent. Two months later, the patient was enrolled in (B)(4) study and underwent successful stenting with 2.25 x 13 cypher in the 2nd diagonal (cypress stent - cxs13225/ lot 15016635)with a 90% stenosis resulting in no residual stenosis. Approximately seven months post stent implantation, the patient underwent kissing balloon angioplasty of implanted cypher stent in ostial diagonal and mid lad, no stent placed. The patient was discharged the next day with continued medical treatment for coronary artery disease. Concomitant products: ace inhibitors and diuretics, aspirin, beta blocking agents, clopidogrel, plavix, hmg coa reductase inhibitors. Concomitant devices: 3.5 pixel stent, apex balloons, bmw wire. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 3003742446-2010-00170, 3003742446-2010-00171, and 3003742446-2010-00172.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient has a previous history that includes smoking, myocardial infarction (2003), coronary artery disease and multiple previous percutaneous coronary interventions. The indication for the procedure was angina. The target lesion was the first diagonal (dx). The lesion was described as a 90% restenosis of a previously implanted drug eluting stent. In (B)(6) 2005, the patient underwent angiography in which thrombectomy of the left anterior descending artery (lad) was performed along with the implant of a 3.0mm x 28mm cypher stent. The first dx was treated with the implant of a 2.25mm pigtail stent. The treatment was at the bifurcation of the two vessels. Approximately seven months after the implant of the first cypher stent atherectomy and balloon, angioplasty was performed on the left anterior descending artery (lad) and the first dx. Approximately four years later, the patient was treated for restenosis of the proximal circumflex (cfx) artery with a 2.5mm x 13mm cypher stent. The restenosis was of a 2.5mm x 8mm pixel stent. Approximately six months later, the patient underwent cutting balloon angioplasty to the cfx. Approximately two months later, the patient was enrolled in the study for treatment of restenosis of the first dx. The lesion was treated with the implant of a 2.25mm x 13mm cypher stent. Approximately seven months later, the patient had kissing balloon angioplasty performed on the lad and the first diagonal. The patient was discharged the next day with continued medical treatment for coronary artery disease. From 2003-2010 the patient underwent a total of eleven catheterizations with 10 interventions performed on various vessels in that time period. The interventions captured in this note involve only the cypher stents. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents. Review of the information provided suggests that patient factors (smoking) and/or vessel/lesion characteristics, some vessels are reticent to stenting and angioplasty. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg report # 3003742446-2010-00170, 3003742446-2010-00171, and 3003742446-2010-00172.